Manufacturer narrative:
Dtbc2d1 cardiac resynchronization therapy defibrillator (crt-d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The patient was hospitalized for replacement procedure based on this estimate and was held overnight pending accurate estimate following which replacement procedure was unnecessary and the patient was able to be discharged. No patient complications have been reported as a result of this event.